Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and other (not stated on plaintiff profile form). It was reported that patient underwent removal/revision surgery (sling repair) on (B)(6) 2011 due to sui and failed mesh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted along with concurrent b/l laparoscopic tubal ligation. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.